Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred at the end of a laparoscopic procedure. The suture was being used for suturing the skin. The suture thread was breaking while attempting to tie the knots. The suture was not treated or hydrated prior to use. The absorbable suture was used within five minutes of opening the packaging. Surgeon felt that the suture being used did not feel like a 4-0 suture, but more like a 5-0 or 6-0 suture. In order to resolve the issue and complete the case, opened a new package of the suture and closed the incision. There was no patient harm.